Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted in the clinic; it was suspected that the implantable cardioverter defibrillator exhibited myopotential oversensing. The patient was asymptomatic. The device was oversensing low amplitude signal ahead of the r-waves. The low frequency attenuation filter was turned off, resolving the issue. The patient would continue to be monitored.